Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a red and itchy area under the back therapy electrodes. The patient's doctor prescribed fenistil and cortisone salve to use. The patient's medical outcome is unknown. The patient's report of a sensation of "current flow" to the skin does not represent an alleged deficiency against the device. The patient reports having sensitive skin.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem ("current flow") was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a red and itchy area under the back therapy electrodes and the ECG electrodes. The patient's doctor prescribed fenistil and cortisone salve to use. The patient's report of a sensation of "current flow" to the skin however the equipment was found to be fully functional. The patient reports having sensitive skin. Per follow up the patient's medical outcome did not improve. The irritation was reported to have become open wounds. The patient was taken to the hospital. The patient's physician alleged that the wounds were related to the device. The physician ended use of the device.